Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe experienced foreign matter on the inside/outside and on the plunger. The following information was provided by the initial reporter: again, on the inside/outside and on the plunger are loose white particles. When touched these particles move. We have noticed that the plunger has four separators, two of the separators are smooth and two have a rough edge. Could it be that the plunger is shedding plastic particles when being pushed into the barrel?

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 02-aug-2023. H.6. Investigation summary: both photos and physical samples were provided to our quality team for investigation. Through visual inspection, small polypropylene particles were observed. A device history review was performed for the reported lot 2305743, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces run in manufacturing area are protected to reduce particles from generating. While we cannot identify a direct issue, the particle likely generated during the assembly process due to friction during movement of the device within the manufacturing equipment. A project was initiated to reduce any foreign particles inside our products. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd luer-lok¿ syringe experienced foreign matter on the inside/outside and on the plunger. The following information was provided by the initial reporter: again, on the inside/outside and on the plunger are loose white particles. When touched these particles move. We have noticed that the plunger has four separators, two of the separators are smooth and two have a rough edge. Could it be that the plunger is shedding plastic particles when being pushed into the barrel?